Event description:
Hill-rom rec'd a report from the account stating the bed would self-run into the chair position. The bed was located in the ICU at the account. There was no pt/ user injury reported. This report was filed in out complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom tech support suggested isolating the left umc. Per the hill-rom svc manual the totalcare bed system required an effective maintenance program. We recommend that you preform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function control for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The account replaced the left ucm and the issue was resolved. Based on this info, no further action is required.